Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss was confirmed. The reported irregular appearance appears to be the symptom of the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4 lot# updated from 2121242 to 3013042. D4: expiration date and h4: manufacturing date corrected as a result

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neurosurgery interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed as it was noted that the suture was tangled up and did not come out of the device with the plunger. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.